Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the both the right atrial and right ventricular leads had dislodged. Capture thresholds had dropped significantly and the impedance had increased on the right atrial lead. Upon investigation, it was discovered that the patient had twiddler's syndrome. On (B)(6) 2017 the atrial lead was repositioned successfully. During the procedure, while attempting to reposition the dislodged right ventricular lead, the helix would not extend, so the lead was explanted and replaced. The patient left the procedure in stable condition.